Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the esc and act buttons are not responsive. Customer indicated that water was spilled on the pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to no button response however, the motor passed the motor test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.